Event description:
Complainant alleged that during a routine preventative maintenance check, the device display was distorted and unreadable. The customer's biomedical dept tested the device and found the high voltage multiplier faulty. They have ordered a new multiplier and indicated they will be handling all repairs to the device. The complainant indicated that there was no pt involvement in the reported failure.